Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "painful severe encapsulation, baker grade IV", "wrinkling", "small amounts of periprosthetic fluid", "solid nodule in breast, suggestive of fibroadenoma" and "foreign body-type giant cell granuloma in front of silicone", diagnosed via ultrasound and biopsy. This record is for the right side. The device was explanted.